Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that the buttons on the pump were not working. Customer stated that the pump is frozen and the buttons do not respond. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The insulin pump was programmed with test mini link and the glucose sensor simulator. The insulin pump communicated properly with the glucose sensor stimulator. The sensor feature is working properly. No lost sensor alarms noted. The insulin pump has cracked case at the display window corners and minor scratched lcd window